Event description:
On 12/23/98, the co received a medwatch report from the user facility. Although the physician initially stated that he did not intend to remove the tip of the biopsy needle, the recent medwatch form states that surgery was needed to remove the remnant.